Event description:
It was reported that the user performed a supply change on the ilet system and was uncertain whether the fill cannula step had completed, with device history not reflecting a new infusion set insertion date; customer support guided the user to perform the fill cannula step only. There were no reported adverse clinical effects. Outcomes included resolution of the use issue after troubleshooting and education, with no alerts or alarms and no medical intervention. Investigation included a customer interview and device use review via on-device history. Investigation of this case revealed user difficulty completing the supply change workflow, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and resolved through education.